Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s)), /the left fallopian tube had end portion of essure coil projecting out from the tube itself'), device dislocation ('migration/migration of essure device location of device: unknown location'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal. Bleed/ abnormal bleeding (general),') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included ovarian cyst, fatigue, dysmenorrhea, acute vaginitis and lower abdominal pain. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced vaginal infection ("vaginal infection"), 1 month 1 day after insertion of essure. In (B)(6)2015, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, psychological trauma, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal. Bleed,migration, perforation, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results total bilateral occlusion. Per mr: xr hysterosalpingogram: impression: bilateral fallopian tube occlusion devices in position without evidence of tubal patency.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Reporter's information was added. Added event abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish. Updated event onset date. Concomitant conditions, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnorm. Bleed,migration, perforation, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnorm. Bleed, psych injury, migration:, perforation, vaginal infection, pregnancy: birth - no complication, device infective were added. Event outcome were updated to recovered: vaginal infection, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), gen. Abnorm. Bleeding, vaginal infection. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.